Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the glenosphere detached from the baseplate one day after implantation and was revised a few days later.